Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to unknown reasons. It was noted that the patient was experiencing an infection. The implantable cardioverter defibrillator system was explanted. Patient condition was unknown.